Event description:
The manufacturer received information as part of the uno recall EU patients class action in reference to a dreamstation auto device with an allegation of the user became ill while using the device. There were no further details provided except plaintiff's have suffered personal injury (varying per patient, but for example chronic inflammation and cancer). The user/lawyer is claiming damages based on exposure to the risk/fear of getting sick/dying, personal injury damages, and moral damages or relatives of patients that allegedly have deceased because of the use of their philip's device. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for investigation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam degradation or particles. The device was scrapped per the customer request. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.